Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up visit, device was found in back up vvi mode. Patient was unable to be reached. No further information available.